Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code41628. There was unknown patient involvement.

Manufacturer narrative:
D9: date returned to mfg 2/5/2024. Additional information was received that there was no patient involvement and no patient harm. Device evaluation: one device was returned for evaluation. Visual inspection revealed the battery compartment and lens severely damaged. The reported alarm could not be identified in the event history log; however, it did show as the last error code (lec). Functional testing could not replicate the reported issue but significant contamination was found in the latch lock assembly, downstream occlusion (dso) sensor, chassis surroundings, main board, and battery compartment. The probable cause was determined to be contamination found on the main board and associated sensors (latch flex sensor and dso sensor). The main board, latch flex sensor and dso sensor assembly were replaced, and the unit was cleaned inside on the metal chassis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.